Event description:
It was reported that a discrepancy in displayed and actual time on the pump occurred, exceeding five minutes. There was no reported impact to the customer¿s blood glucose level. Customer was assisted with updating the pump time and advised to monitor the situation, understanding and acknowledging the instructions provided.